Event description:
It was reported that during an implant procedure, the ventricular lead dislodged twice during implant. The final placement was achieved with good numbers and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).